Event description:
It was reported that a shaft break occurred. While introducing the 1.50mm x 20mm maverick 2 balloon catheter, the shaft broke. The device was removed and the procedure was completed with another of the same device. There were no patient complications reported.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a maverick 2 balloon catheter with no other devices. The balloon was tightly folded. Device analysis determined the condition of the returned device was consistent with the complaint incident. The hypotube was completely separated 92cm from the hub. The hypotube fracture surface were ovaled, which suggests the device was kinked prior to separation. No damage or irregularities were noted. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a shaft break occurred. While introducing the 1.50mm x 20mm maverick 2 balloon catheter, the shaft broke. The device was removed and the procedure was completed with another of the same device. There were no patient complications reported.